Event description:
It was reported that a perforation occurred with the baylis transeptal sheath. It was believed that the baylis sheath had pushed through the posterior septal portion of the left atrium. When the physician attempted to put the wire into the vein, the x-ray showed that the wire wrapped around the inside of the pericardial sack and outside of the heart. When the baylis sheath was pulled back with the wire still in place, a pericardial effusion was noticed. The injury was confirmed with ice(intracardiac echocardiographic images). The baylis sheath was pushed back in to stop the effusion. The patient had no visible symptoms and 50 ml of blood was pulled out of the baylis sheath. The procedure was aborted. The cardiothoracic surgery came into the room and performed open heart surgery in the room to fix the perforation. The patient was reported to be in stable condition. The physician believed that the injury occurred from the baylis sheath and not the soundstar catheter. The soundstar catheter (ice catheter) was present in the body during the event. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).